Manufacturer narrative:
Date sent to the FDA: 08/11/2021. Additional information: d9, h6. The manufacturing records couldn't be reviewed as the batch number is unknown. Additional h-3 summary: visual analysis of the returned product revealed that one empty folder and a suture piece product code z371 were received for evaluation. Upon visual inspection of the returned sample, the suture was to be damaged at the surface, in addition, the ends were observed cut. After further evaluation crimping marks were observed on the surface suture possibly from a surgical instrument. A functional test could not be performed due to the condition of the sample received. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device evaluation pending. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: in regards to (B)(4), I was not provided with the lot number. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a ventral hernia repair procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke while tying the scartus facia. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.